Event description:
According to the reporter, during a laparoscopic hernia surgery, the first balloon was torn and did not insufflate and the second balloon had a hole and did not inflate. A new balloon was used to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.